Event description:
Healthcare professional reported right side rupture identified through MRI. Healthcare professional later reported "creases" were observed during explant surgery. The device has been explanted and replaced.

Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.